Event description:
The pt presented to clinic with the complaint of no stimulation sensation. Impedances were greater than 10000 ohms on all electrode combinations. The hcp decided to revise the sys. Intraoperatively impedances were greater than 10000 ohms on electrodes 5 and 6. The lead was exchanged. An impedance check through the snap lid connector was normal. When the extension was reconnected to the lead all impedances were greater than 10000 ohms. The extensions were replaced and impedances were within normal limits. The implantable neurostimulator was reprogrammed to provide excellent stimulation coverage of affected right arm and shoulder. The pt outcome was reported as 'no injury, recovered without sequela'.

Manufacturer narrative:
The lead, one extension and a titan anchor were returned for device analysis in 2008. A f/u report will be submitted when analysis is complete.